Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s battery is damaged. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
It was reported that the battery cannot start. The issue was identified during system startup in a non-clinical setting by a technician. The device failed to operate as expected, preventing its use; however, no patient involvement or impact was reported. Upon evaluation, the issue was reproducible, and it was determined that the system battery was unable to charge or discharge properly, although no error codes were generated. The device software version was identified as 2.10. Based on diagnostic findings, the system battery was identified as the probable cause of the malfunction. As a corrective action, the battery was replaced in accordance with the v60 service manual. Following repair, the device underwent testing and inspection, including system testing and required performance verification per philips standards, and was confirmed to be fully functional. The onsite service was completed, and the system was verified to meet specifications and returned to service. No accidental damage was reported.